Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking during priming. The priming was stopped and new supplies were used to setup again. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of the issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.